Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet system; glucose dropped to approximately 60 mg/dl after an earlier post-dinner hyperglycemic period during which the pump delivered gradual corrective dosing, and the user subsequently treated the low with oral glucose and a biscuit. Symptoms included jitteriness without loss of consciousness. Outcomes included stabilization of blood glucose to 89 mg/dl without medical intervention, outside assistance, ketone testing, or backup therapy. Investigation included a customer interview, review of reported glucose trends, and user education with a recommendation to consult the trainer for potential therapy target adjustments. Investigation of this case revealed no confirmed device malfunction and an unclear precipitating cause for the hypoglycemic event while using an inset 23" infusion set. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.